Manufacturer narrative:
There was/were 2 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of cause not established. There was/were 1 case(s) with no sample received for evaluation, a result code of no findings available and a conclusion code of failure to follow instructions. There was/were 3 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 1 case(s) with no sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 1 case(s) with no sample received for evaluation, a result code of operational problem identified and a conclusion code of failure to follow instructions. (B)(4).

Event description:
This report summarizes e2000003 8 reported events for q1 2019. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code material split, cut or torn. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material split, cut or torn. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code defective component. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 male, 77 year old, unknown weight patient(s) with reported event(s) of device code break.